Manufacturer narrative:
The actual device was discarded at the user facility. The DHR lot # 3756617 and relevant commodities were reviewed and there were no non-conformances found that would have contributed to the reported complaint.

Event description:
The event involved a customer report stating that during priming of a pur transfer set, the silicon part sticks down and stays inside the connector, resulting in leakage of cytostatics and hazardous drug exposure to healthcare professionals. There was no patient involvement and no adverse event reported. This report captures 1 of 10 incidents.

Manufacturer narrative:
The device was received by the manufacturer for investigation 07-may-2019. A used 011-mc9042 transfer set was returned for investigation with the silicone seal of the y-clave stuck down. A new 50ml bd syringe was also returned. Subsequent disassembly of the y-clave revealed that there was no lubricant on the spike or in the seal which resulted in the described stick down. The probable cause of the stick down is insufficient lubricant applied during automated assembly in salt lake city.